Event description:
It was reported that the device had software issue. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: the report of that the device had the alaris software missing was confirmed and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning logic board/compact flash card caused the pcu to immediately enter an error state and would not boot into the alaris operating system. > replacement of pcu¿s logic board with a known good dchu logic board observed that the pcu loaded the operating system and entered the initial page of the user interface inspection of the pcu logic board was performed there were no obvious indications of thermal damage, missing components, cold solder connections, fluid ingress or contamination. A review of the system logs could not be performed. The pcu was received in a failed state and would not load maintenance mode to retrieve the system logs the device was reported with no patient involvement.